Manufacturer narrative:
Section a4, a5 patient information: information unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant date and awareness date. (B)(6) 2023 ¿ (B)(6) 2024, respectively. Section d6b, if explanted, give date: unknown/not provided. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted. The patient experienced blurry vision. The iol was replaced with another jnj model zcu220 17.5 diopter monofocal lens. There was no capsule tear, vitrectomy, or sutures. The patient is doing well. No further information was provided.